Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient was having improvement with bowels, but was now constipated. Trial patient mentioned the day prior to the report that they were vacuuming and felt a needle pinch the right side of their buttocks area over their sacrum, and now thought they may have pulled out the lead because they were not feeling stimulation in the same area as before. Trial patient switched to their left lead, amplitude moved to 3.2 and felt comfortable stimulation in buttocks area closer to rectum. It was also noted that the patient felt sore in the area of incision. No further complications were reported.